Manufacturer narrative:
The device involved in this event will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
The catheter was inserted on (B)(6) and was removed regularly on (B)(6) the first 5cm of the catheter could be removed without problems. After that, a resistance was felt and after a slight pull, the catheter snapped. A catheter fragment remained in the patients vein. The catheter had to be removed in a cardiac catheterisation procedure.

Manufacturer narrative:
This complaint is not confirmed to be caused by manufacturing. We received one catheter as a sample. The catheter tube still stuck inside the 24 g cannula and the catheter tube was fixed with plaster between 20 cm and 25 cm. Approx. 5.5 cm of the distal tip were missing. We did not get the catheter fragment which need to be surgically removed when it snapped during the process of catheter withdrawal. Microscopic examination of the fracture plane showed the typical rough surface for a tensile fracture. Furthermore radial tears were visible at the catheter tip, confirming elongation at that area. From the past we know some reasons for problems with catheter removal. We could not analyse the snapped distal fragment of the catheter tube. It probably had fibrin formation adhering to the catheter tube. This would indicate a patient reaction. This can occur in very rare cases and can have various causes: allergic patient reaction to latex if latex gloves (including unpowdered) are worn during insertion. Allergic patient reaction to pur (in very rare cases). Poor/inconvenient catheter placement so that the wall of the blood vessel is irritated by catheter movement. Presence of hospital bacteria (at the catheter tip). In case of recurrence, the catheter tip should be examined in the laboratory. The catheter should be removed by gentle traction close to the insertion site with a slow and steady motion. If difficulty is experienced when removing the catheter, do not apply excessive traction, and stop removal. The customer should then use ultrasound along the catheter pathway to analyse the reason for catheter removal blockage. A warm compress above the catheter pathway encourages vasodilation. A gentle vein mobilisation at the skin surface may help as well. If removal is still unsuccessful the customer should retry removal at a later date and should follow the hospital protocol for difficult catheter removal. Having checked the batch history records, no deviations were found. The batch complied to its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. The mean value of the tensile force for the catheter tube was 4.9 n and therefore was within our specification (min. 1.5 n). We have one more complaint for batch 261021gp (different reason of complaint) and 10 further complaints regarding a snapped catheter during removal process on code 1261.306 within the last three years. For your information, the general complaint rate for code 1261.306 from 2019 to 2021 was at (B)(4). No further corrective action initiated by quality management as there are no indications of a manufacturing fault.

Event description:
The catheter was inserted on 12.4. And was removed regularly on 21.4. The first 5cm of the catheter could be removed without problems. After that, a resistance was felt and after a slight pull, the catheter snapped. A catheter fragment remained in the patients vein. The catheter had to be removed in a cardiac catheterisation procedure. "